Manufacturer narrative:
Corrected data: lot number, d6a - date of implant. Related manufacturer reference number: (B)(4) documents implant of an expired ipg.

Event description:
Related manufacturer reference number: (B)(4). Information indicates that the ipg was explanted on an unknown date to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that ipg does not communicate with external devices following the implant procedure. Reportedly, the doctor did not charge or attempt to connect to the ipg prior to the implant procedure. X-ray shows that the ipg is correctly implanted.

Manufacturer narrative:
Corrected date: no explant has taken place. The device remains implanted.

Event description:
No explant has taken place. The device remains implanted.

Manufacturer narrative:
Corrected data: d6a - date of implant, d4- lot number. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.